Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Device was received and the paperwork included indicated that the device was received to the pathology department in formalin. According to procedure, devices are not to be stored in formalin or other aldehyde-containing antiseptics, disinfectants or antimicrobials. Devices received in prohibited substances will not be evaluated by coloplast due to safety concerns. Therefore, this device has been logged as received, but the device has been discarded and testing will not be performed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump locked - sticky pump.